Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) had increasing symptoms of motor and vocal ticks. As a result, the patient's physician elected to evaluate the issue during a revision surgery. Surgical intervention took place at which time it was noted the patient had a broken extension. The extension of the patient's dbs system was explanted and replaced. The issue was reportedly resolved postoperative.